Event description:
Patient's representative reported "severe pain" and "mastodynia¿. This record is for the right side. Device was explanted. Device will not be returned.

Manufacturer narrative:
The event of "breast pain and visibility/palpability" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: breast pain and visibility/palpability.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6 reason for reoperation: gel leak

Event description:
Healthcare professional then reported "silicone bleeding" and "capsular fibrosis".

Event description:
Healthcare professional then reported "grad: ii" "[capsular contracture.]"

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.